Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. It is unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the caller declined to answer. Because the malfunction code was resettable, corrective actions were attempted but the caller was unable to reset the pump and indicated they would call back for further assistance.